Event description:
It was reported that the patient experienced a hyperglycemic and diabetic ketoacidosis episode on (B)(6) 2026, measuring 505mg/dl which was successfully managed after admitting in hospital and got treated insulin via IV drips resulting in stable blood glucose levels with no reported complications.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.